Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (death, mi). Patient's condition affected effectiveness of device (pre-existing condition; pre-op rupture). Unapproved use of device (pre-op rupture). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (pre-existing condition; pre-op rupture). Operational context contributed to event (pre-op rupture).

Event description:
An endurant stent graft system was implanted emergently in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. Vessel morphology is not available. The patient coded during stent graft implantation and required CPR during the cannulating of the bifurcated stent graft gate. One day post-operation, the patient was stable; was doing well and sitting up. It was reported that two days post procedure the patient had a massive myocardial infarction. The patient expired six days later. The physician commented that the patient never recovered from the initial event.